Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/12/2015 with the following findings:on investigation, the alleged blank display issue was duplicated. The pump powered up to a blank display screen with auditory and vibratory feature. The remaining testing was unable to be completed due to the blank display. Pump casing was opened and a failed display connector wire was found. Investigation concluded that the defective wire was the cause of the display failure. Unrelated to the complaint, a battery compartment crack was observed along the side of the compartment running from the threads to the case seal.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).